Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that he suddenly lost stimulation after bending down. The pt was able however to initiate therapy after squatting multiple times. A consultation has been scheduled for further interrogation.